Event description:
The user reported a hole in the flex-neck of the catheter. The device was exchanged and the pt received prophylactic antibiotics. No lot number has been provided. No implant date was provided. No harm or injury to the pt was reported.

Manufacturer narrative:
Device eval: no device is expected to be returned for eval. Since the lot number was not provided, the device history record and complaint database could not be reviewed. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up report will be submitted.